Event description:
Procedure: laparoscopic appendectomy. According to the reporter, when the scope was re-introduced through the trocar, the wire hoop that holds the endo catch bag was found laying in the abdomen. The hoop was able to be retrieved. However, the staff does not know if the pin/screw that holds the hoop to the long wand was there at the beginning of the procedure. An abdominal x-ray was done which was negative. There was no injury or additional intervention required due to the malfunction of the endo catch bag. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4)